Manufacturer narrative:
(B)(4).

Event description:
The report states that prior to use, the handle is loose and dismantled. No patient involvement.

Event description:
The report states that prior to use, the handle is loose and dismantled. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. The manufacturer, tecomet, reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged medical device was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4). Lot in (B)(6) 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. This medical device has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this na ture. Other remarks: n/a. Corrected data: n/a.